Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal footplate did not deploy. The procedure was an angio of the cerebral arteries in the right groin. The procedure was completed with manual pressure and the patient was fine.